Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 476-526 mg/dl with ketones. Correction boluses were delivered to address bg. Customer was vomiting and experienced "heart irregularities". Customer went to the emergency room and was monitored for possible heart failure. Intravenous saline solution was administered. Customer was admitted the next day to the hospital for diabetic ketoacidosis (dka). Intravenous fluids/insulin were administered. Elevated bg/dka were resolved. Customer was discharged on (B)(6) 2018 with no permanent injury. Cause of event was not known. No device issues were reported.